Event description:
It is reported that the pt, implanted in 1998, has not been happy with her device. As the pt is now getting the contralateral side implanted, she wants to get two of the same system. Re-implantation surgery is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.